Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿the white patient connection tab fell off the tubing¿ of a homechoice low recirculation volume apd set with cassette. This occurred during setup or preparation of the device for automated peritoneal dialysis (apd) therapy. There was no patient involvement. No additional information is available.